Manufacturer narrative:
Upon receipt, the programmer was visually inspected and no anomalies were noted. The system underwent functional testing and baseline checks were completed. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, a test device was interrogated several times, confirming there were no communication problems between the device and programmer. The ECG and pacing system analyzer (psa) functions were tested, with no issues observed. However, despite analysis finding no device defect, this investigation is consistent with the criteria for a "cause traced to device design" event since the programmer touch screen was reported to be unresponsive during threshold testing.

Event description:
It was reported during a routine device check that this programmer screen was unresponsive to any touch. The physician reported a software slowdown that caused the programmer to be unresponsive to touch even during the stimulation threshold test, which was impossible to stop. The physician turned off the programmer to stop the test. However, after a restart, the programmer worked but then stopped again and this pattern repeated. The physician exchanged the programmer to resolve the event and no adverse patient effects were reported. The programmer was subsequently received for analysis.